Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited a failure to capture, undersensing and high pacing impedance. The right atrial lead remains implanted and programming changes were made to resolve the issue. Additionally, during the procedure the left ventricular lead exhibited a failure to capture. The physician elected to use a new left ventricular lead to complete the procedure but the second left ventricular lead also exhibited loss of capture. Eventually, the physician completed the procedure without implanting left ventricular lead. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.